Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient, a rash around the site of sensor insertion on (B)(6) 2014. Patient care specialist stated that the patient has experienced hives in the abdominal area since wearing the device. It was further reported that the patient wears the sensors for 10 to 14 days against user guide recommendations. Patient visited their rheumatologist on (B)(6) 2014. The rheumatologist did not diagnose the cause of the rash nor did they prescribe the patient any treatment or medications. Patient care specialist did not report any injury or further medical intervention at the time of contact with dexcom technical support.